Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4). According to available information, this lead was reconnected to the replacement device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A revision procedure was performed. It was determined the non-bsc device had a fractured atrial feed thru wire that may have contributed to the out of range impedance measurements, however this could not be confirmed. The issue was not replicated with the pacing system analyzer. No lead fracture was verified. The non-boston scientific device was replaced and this lead remains implanted and in service.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead with non-boston scientific device revealed high out of range impedance measurements. A trend of the lead impedance confirmed the out of range measurements that began approximately two months earlier. No noise was noted on the electrogram. During this follow up, no problems were observed with the impedance measurements. It was thought there may be a partial lead fracture, however isometrics did not reveal any issues. A decision was made to further monitor this lead and schedule a follow up in approximately six months. No adverse patient effects were reported.

Event description:
During the follow up visit, no out of range measurements were obtained. A stress test was performed revealing no issues. A similar epsiode of the out of range measurements occurred in the past. As the issue could not be reproduced, a decision was made to further monitor this issue. No adverse patient effects were reported.

Event description:
- -